Event description:
Company received a report that following the use of an unidentified pulse oximmeter and a d-25 pulse oximeter sensor that a pt's skin was "white and raised". After ice packs were placed on the finger, the skin returned to "baseline" except for a small reddened area.